Event description:
The customer indicated that a burn occurred under an EKG electrode that was placed on the pt's lower scapula following a lengthy seven and a half hour tramflap procedure. They had not ruled out the cause of the injury being pressure.